Manufacturer narrative:
Evaluation summary: a customer reported that it was impossible to release the shunt. The sample was received for investigation: it was sent for sterilization prior to examination. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The root cause would be assessed after completing the sample examination. There have been (B)(4) similar complaint for this lot. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that a glaucoma filtration device was unable to be released during a procedure. The surgery was performed and completed after replacing the product with another one.

Manufacturer narrative:
A customer reported that it was impossible to release the shunt. The sample was received in the following manner: the sample was returned in an open original outer box. Eds received placed in a cradle, with open primary package. The shunt was not on the eds, the eds wire was fully depressed and it did not protrude from the cannula opening. The shunt body has some dirt and undamaged, and the shunt inner lumen was found was partially clogged; after the cleaning the both sides of the shunt restrictions unit are open. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been one similar complaint for this lot. The product was handled and performed its functionality. Therefore there is no way to determined how and when the shunt released from the eds. Due to the above reasoning the complaint cannot be confirmed. Therefore, the root cause is inconclusive - unable to verify. (B)(4).